Event description:
It was reported that a spectrum pump displayed system error 105 in the "5 south nursing" care area. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed through a review of the event history log. Internal evaluation found motor gear to be loose and the cam gear was found to have a mark in it with a corresponding mark in the motor gear which could indicate the possibility of a foreign object being lodged into the gears which would cause the system error 105. Evaluation also found the processor pcb to have a cracked connection. The failed motor assembly and processor pcb was replaced.